Event description:
This report summarizes one malfunction. A review of the information indicated that model cqf7578 pta balloon dilatation catheter allegedly ruptured. The reported information was received from one source. Of this event, the device was used on the patient but the patient was not injured. The patient¿s age, sex, and weight were not provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. A visual inspection found a partial circumferential rupture in the balloon and fibers. Therefore, the investigation is confirmed for a circumferential rupture. The definitive root cause for the identified circumferential rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device was labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cqf7578 conquest 40 pta balloon dilatation catheter ruptured. Of this event, the device was used on the patient but the patient was not injured. The patient¿s age, sex, and weight were not provided. The cqf7578 conquest 40 pta balloon dilatation catheter was returned and is pending investigation.